Event description:
Loading tank into 02 cabinet, bumped another tank and it just popped off.

Event description:
Add'l info received from reporter (B)(6) 2010: loading tank into o2 cabinet, bumped another tank and it just popped off. This is a follow-up report that was submitted on (B)(6) 2010. (B)(4). There was an error noted on the maude event report. Under product code: this was an oxygen tank and not cryosurgical liquid nitrogen, for urology.